Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA.  Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The sample was not returned and a picture was not provided for review. A representative retention sample of the same lot number was leak tested at 7l/min with 1000mmhg of line pressure for 5 minutes with no abnormalities noted. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage during shipping. It is likely that the oxygenator was damaged by a shock force at some point during the handling of the product, however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime a leakage from the oxygenator was noticed. No patient involvement. The product was changed out. Procedure was completed successfully.